Manufacturer narrative:
Device rec'd by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction made to the affected device as noted in section d4. Device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the image goes in and out when plugged in the camera box. It was noticed upon testing, before sterilization and use. No negative impact in state of health reported.

Manufacturer narrative:
Per evaluation results from the manufacturer: complaint not verified - unable to duplicate the customer's complaint. Ksus goleta service incoming was unable to duplicate the customer's complaint. Ksus process engineering tested the th120 camera for almost two weeks without any issues. A visual inspection was unable to determine any obvious problems. The camera was tested on multiple ccus. Several overnight burn-in sessions were performed, and the camera was connected/disconnected extensively from the ccu, but it always produced a solid quality image. With an image displayed, the camera housing was exposed to significant mechanical shock and the cable was heavily manipulated, yet no image failures were induced. The camera was tested for almost two weeks without any issues being encountered. The root cause was determined as unable to duplicate the customer's reported complaint. This event is filed under internal complaint ID (B)(4).